Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a piece of the male luer broke off into the female luer on patient's IV line. The nurse had to change the peripheral IV tubing and dressing due to not being able to remove the broken piece of the male luer from the patient's line. The customer further states that they use prevantics swabs to clean the IV access point prior to connecting the tubing set, however, they do not use curos caps. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report was confirmed by the customer provided photo of the broken male luer tip on the suspect set. The root cause of the customer's report was not identified.

Event description:
The customer reported that a piece of the male luer broke off into the female luer on patient's IV line. The nurse had to change the peripheral IV tubing and dressing due to not being able to remove the broken piece of the male luer from the patient's line. The customer further states that they use prevantics swabs to clean the IV access point prior to connecting the tubing set, however, they do not use curos caps. There was no report of patient harm.